Manufacturer narrative:
Reference number: (B)(4).

Event description:
According to the reporter, the patient underwent a ventral/incisional hernia repair and was brought back in on (B)(6) 2015 for an emergency laparotomy to repair a fistula that had developed. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. The device was explanted and discarded. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Evaluation summary: a review of the device history record has been performed. Overall, this review confirmed that this lot of products was released according to qa specifications. Monthly trending of this product has not revealed any adverse trends.

Event description:
Additional information provided by the reporter indicated that the patient had a history of lower back pain requiring narcotic use and is a heavy smoker. During repair of the hernia, the patient required an extensive adhesiolysis. The omentum was stuck in the hernia sac and was removed from the sac. The omentum was not removed from the patient. The patient had previously undergone hernia repair primarily and developed an ileus post-operatively. The ileus did not resolve and the patient was returned to the operating room within ten days of the original surgery. At the time of the reoperation, extensive adhesions were noted. The surgeon wondered if there was a possible allergy causing these adhesions to form. The area was repaired by cleaning the edges of the fascia and closed with retention sutures. Pathology showed fat necrosis and no lymphocytes. As of last visit, the patient was reportedly doing well.